Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the night before patient presented for a venogram, patient was checked by the physician and noise and loss of capture was noted on the right ventricular lead. It was suspected that the noise appeared to be electromagnetic interference (emi) or myopotential noise. Programming changes were made and a successful defibrillation threshold testing (dft) was performed. Patient was stable before, during, and after.